Event description:
Subsequent to the initial medwatch report, additional information received: returned device analysis revealed the posterior cuff and broken posterior foot were not returned. Follow up contact with the physician indicated the patient was doing fine and did not develop any symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed. In addition, the posterior cuff and broken posterior foot were not returned with the device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm endograft procedure, pre-close placement of the sutures was attempted of the left common femoral artery using perclose proglide devices. Reportedly, during deployment of the initial proglide device through a 7-french sized access site, a needle-to-cuff miss was observed. After a guide wire was reinserted into the guide wire exit port, the device was withdrawn and the sutures from two additional proglide devices were successfully deployed and set to the side. The access site was upsized to 16-french. After conclusion of the abdominal aortic aneurysm endograft procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.